Event description:
The customer reported a clear fluid leak (approximately 5 ml) on the counter below the coulter lh 780 hematology analyzer. Per customer, the leak was not contained within the instrument and the amount and the source of the leak were unknown. The customer stated one of the techs found a tubing had popped off and replaced it. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) observed a clear leak in the center of the instrument. The source of the leak was a cut tubing at pinch valve (vl) 12b. The vl12b drains the white blood count (wbc) into the hemoglobin (hgb) cuvette. The tubing going through vl12b may have the presence of blood, diluent, and cbc lyse while in operation and cleaner while in shutdown. The fse replaced the tubing and no further evidence of leaking. The repairs were verified as per established procedures. Results meet published performance specifications.

Manufacturer narrative:
The cause of the leak was a cut tubing going through vl12b. (B)(4).